Event description:
Reporter alleged obtaining a discrepant blood glucose result of 250 mg/dl back to back with a result of 125 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated he washed his hands in between obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.